Event description:
During the evaluation of returned homechoice machine, overfill was noted in the event log of the device in drain cycle 5. The information gives a total drain volume of 2967ml following a fill volume of 2100ml. The drain volume was greater than 1.3 times the last volume infused (2100ml). The patient's nurse was contacted by baxter. The nurse stated that the patient did not experience any symptoms of fullness or discomfort associated with the incident. No additional information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: homechoice cycler unit 70079 was evaluated in the product analysis lab. Based on the event log data, the evaluation has determined the probable cause of the overfill to be insufficient drain / false empty detect and use error. Per the evaluation, the total ultrafiltration was inappropriately set too low and / or there was insufficient drain / false empty detect at initial drain and at previous therapy last drain. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty.